Event description:
A diamondback 360 peripheral orbital atherectomy device (oad) was used to treat severely calcified 90% stenosed lesion in anterior tibial artery. Following atherectomy, persistent slow flow was observed in the patient. In the opinion of the physician, slow flow was due to overwhelming of micro particles from the orbital atherectomy system. Balloon angioplasty was performed, and nitroglycerin was administered. The patient was in stable condition.

Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360 peripheral orbital atherectomy system instructions for user manual states that embolism and slow/no flow or reflow phenomenon are potential adverse events that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed as the lot number was not provided. Csi ID: (B)(4).